Event description:
During a bedside exploratory laparotomy in micu [medical intensive care unit], the ligasure impact that was brought to bedside from the or did not work at all. The ligasure was a crucial part of the procedure and needed in a timely manner. Support staff needed to run back to the operating room to retrieve another ligasure. There was a delay of care in the surgical procedure by 12 minutes due to this equipment malfunction. The only ligasure impact available in the or now are re-processed items. Multiple doctors have complained that these items are not reliable and often don't work. Dr. [Redacted] asked to have only new, not re-processed ligasures. Dr. [Redacted] told this rn that he has had 4 ligasures malfunction recently. The request from these doctors is to return to the new ligasures.